Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap vaginal hysterectomy procedure, after the uterus was removed, there was bleeding at every place that the device was used. Approximately 1500 ml of blood was lost. Two units were transfused. Converted to an open procedure in order to control the bleeding. Patient stayed one more day in hospital before being discharged in stable condition. No alarms and no problems with the device during the procedure.